Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a minicap extended life pd transfer set and the titanium adapter which resulted in a leak. This was observed during use of the devices for peritoneal dialysis therapy. The patient was cleaning the transfer set when it came loose in their hands. The transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event, however the patient was given intraperitoneal (ip) prophylactic antibiotics as precautionary measure. No additional information is available.